Event description:
Caller asking about this patients lead noise oversensing? See attached, see inbound email from the caller, explained that there does appear to be an issue with the patients rv lead. Recommended that the caller perform pocket manipulations and physical maneuvers in order to observe for potential noise on the rvbipolar and rvtip/rvcoil egms as well as check impedance measurements during the testing for variation. Also, recommended that a x-ray be taken to observe for lead integrity issues along the length of the lead. Lastly, recommended that the caller contact biotronik to ask for their opinion on the observed oversensing relative to this lead, (B)(6) 2022 00:04:51? Rv lead integrity warning: 2 or more high rate-ns episodes less than 220 ms, sensing integrity counter less than or equal to 30 in 3 days. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).